Event description:
It was reported that: post device deployment, pulsatile bleeding was present from skin incision. Angiogram confirmed right common femoral artery (rcfa) bleed. Direct pressure was applied proximal to arteriotomy. Left common femoral artery (lcfa) contralateral access approach utilized. Interventional balloon placed and inflated for 3 min proximal to device location. During this time a covered stent was prepared. Balloon removed, light pressure applied rcfa. Stent deployed to cover rcfa bleed. Balloon inflated for 3 minutes. Small blush noted and addressed by administration of full protamine dose and direct light pressure held (rcfa) for additional 5-10 minutes. Distal flow was never compromised during endovascular intervention. Pre-deployment of device information: access not ultrasound guided, close to distal bifurcation. Deploying physician and depth measuring physician not same.

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. A superior medial to the bifurcation positioned access was achieved without the use of ultrasound. Vasculature was noted as 7.9mm, no calcification or tortuosity, with a depth measurement of 4cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure, activated clotting time (act) was less than 260, no protamine was administered. Following deployment, pulsatile bleeding was visible at the access site. A post angiogram confirmed bleeding from the right common femoral artery. Multiple balloon inflations were applied to tamponade, covered stent deployed, and protamine administered to address the pulsatile bleed. The physician mentioned bleeding was under control and patient outcome post procedure was stable. The suspected root cause of the extended hemostasis requiring a covered stent may be potentially due to user error in not utilizing guided ultrasound for access, access positioned proximal to the bifurcation, and the depth measurement and deployment procedures were completed by two different physicians. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The IFU warns do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Procedural requirements state, arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery; and activated clotting time (act) should be below 250 seconds prior to closure. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.